Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported complaints appear to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a heavily calcified, moderately tortuous lesion in the left circumflex (cx) artery. A 2.5x30mm trek balloon dilatation catheter (bdc) was advanced with resistance met from the anatomy and was unable to reach the target lesion. The bdc was removed with resistance from the anatomy. There was no adverse patient effect and no clinically significant delay in the procedure. A non-abbott device was used to successfully complete the procedure. No additional information was provided.